Manufacturer narrative:
Additional information: from the 20 events: cartridge crack, haptic damaged 1. Cartridge crack, stuck in cartridge, tip deformed 1. Cartridge damaged, improperly loaded 1. Cosmetic 2. Cosmetic, iol torn 1. Haptic damaged 17. Haptic detached 2. Improperly loaded,lens damaged 1. Iol torn 3. Lens damaged 12. Lens damaged, packaging 1. Serial numbers of suspect products: (B)(4). 15 investigations were completed and 5 are pending for the time period. From the 15 investigations: haptic damaged,haptic detached,iol torn 2. Haptic damaged,stuck in cartridge 1. Haptic detached 2. Haptic detached,iol torn,stuck in cartridge 1. Haptic distorted/bent 1. Lens cut,haptic damaged 1. Lens cut,haptic detached 1. No issues identified 1. No product returned 5 .

Event description:
This report summarizes <noe> 20 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: 1 investigation was completed from the period for serial number (B)(4) and lens was returned cut. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
12 investigations were completed from the period and breakdown is as follows: 2 haptic damaged; 1 haptic damaged, stuck in cartridge; 2 haptic detached; 1 haptic detached, iol torn; 1 haptic detached, iol torn,stuck in cartridge; 1 haptic detached, stuck in cartridge; 1 haptic distorted/bent; 1 lens cut, haptic damaged; 1 no issues identified; 1 no product returned; in all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.